Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet with serial number (B)(6) would not power on despite a recent charge indication and showed a solid green charge light on the base without audible or visual indicators; the user was instructed to keep the device on the charger, and a replacement was arranged while the user managed glucose using a subcutaneous insulin pen. Symptoms included hyperglycemia requiring a manual insulin injection. Outcomes included no reported injury, no hospitalization, and continued diabetes management using existing cgm and insulin pen until replacement arrival. Investigation included troubleshooting with charging without case, observation of charge indicator behavior, and user education regarding data sync, shutdown, and receipt and inspection of the returned device. Investigation of this device revealed fluid ingress and resultant device malfunction consistent with corrosion or liquid damage affecting the touchscreen and power/charging function. It was concluded that exposure to liquid leading to fluid ingress caused the device failure.